Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since the beginning of the year, the patient had been unable to connect to their recharger or communicator to their handset. The patient had been able to connect their recharger to their ins easily and charge their ins and said their healthcare provider (hcp) could connect to their ins therapy application with their clinician programmer. Patient said they can connect to their ins to charge (and said they know it's connected because they can hear the tony and can feel the comfortable buzzing it makes when charging) but could not see if the battery was charging all the way because it would not connect with the handset. Patient said they also noticed that when they connected their communicator to their ins in the therapy application, their therapy was turned off. Patient services asked if this happened when ins was not charged and patient said that it has happened when they knew their ins battery had not depleted. Patient services specialist walked the patient through closing out of all running apps and a reset of the recharger and the patient continued to receive 'device not found'. Patient services had patient try turning bluetooth off and on and patient was not able to select or pair any devices in bluetooth menu or turn bluetooth on to see visible devices. Patient services connected with healthcare it (hcit) and hcit tried restarting handset and resetting settings but the issue was not resolved through troubleshooting. Patient services sent email to repair for replacement handset and reviewed patient needs to see hcp for reprogramming with new handset.